Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Patient undergone total capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d.9.: returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side rupture. Patient undergone total capsulectomy. Device has been explanted and replaced.